Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient lost coverage in the lower back. X-rays were taken and showed lead migration. The patient underwent a lead replacement procedure and was successfully reprogrammed after. The explanted lead was not returned.